Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge alarm (alarm 5) occurred and that the insulin gauge fill estimate remained static. Customer¿s blood glucose level ranged between 250-260 mg/dl. Reportedly, the customer changed pump supplies to resolve the issue.